Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the r6 component in ECG ¿d¿ measuring low per the spec. Upon investigation the electrode belt did not pass an ECG fall off test. The root cause for the defective r6 component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.